Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during implant the left ventricular (lv) lead would track into the target vessel but would not stay in place. Pacing, sensing, and impedance measurements were acceptable, but the lead would dislodge and prolapse back into the right atrium. Three attempts were made. The lead was removed and a different model was implanted. No patient complications have been reported as a result of this event.